Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Aaf.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a patient experienced heart block. It was reported that a farawave nav catheter was selected for use for a farapulse procedure to treat atrial fibrillation. During the procedure, at attempt was made to treat the cavotricuspid isthmus (cti line) near the av node, which is considered off-label use. After the first delivery of therapy to the cti line, heart block occurred identified by an elongation of the patient pr segment. No more ablations were given. After two to three minutes, the pr segment returned to near baseline. The patient was reported to have fully recovered. The device was discarded and is not expected to return for analysis. No other information is known at this time.